Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal fentanyl and bupivacaine at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported volume discrepancy. The patient stated that at the refill in december 2023 there was more medication in the pump then what was expected and at the refill and last friday (B)(6) 2024 there was even more medication in the pump than expected. Patient stated that the doctor thought there was something wrong with the pump. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information received from a health care provider (hcp) indicated that someone from medtronic came to the office to see if there was an issue. No troubleshooting was performed. The hcp indicated that the person from medtronic would have information regarding the cause of the volume discrepancies. The hcp also reported that there was 2cc difference. When asked if the volume discrepancies resolved, the hcp stated that the intrathecal pump (itp) was checked and no apparent issues. The patient's weight was also provided. Per the hcp and according to the logs provided the reservoir volume at the beginning of the refill session was 33.4 mls.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated that the patient had a refill on (B)(6) 2024. The patient was having bilateral lumbar pain and bilateral low back pain over the iliac crest more on the right side. There was tenderness over lateral iliac crest. It was noted that reprogramming was done, and basal rate was increased ten percent to 20.247 mcg fentanyl per day and there will be a refill before or on (B)(6) 2024. The visual analog scale (vas) for pain reads eight out of ten and the worst level of pain over the past two weeks was ten out of ten. It was reported that the pain reduced the patient ability housekeeping, standing up for long time, walk normally, bend over, falling asleep, and staying sleep. The cause of the pain was explained, and treatment options was discussed. The hcp will schedule bilateral iliac crest bursa injection. The drug information was as followed: bupivacaine 30 mg/ml 14.761 mg fentanyl 50 mcg/ml 18.403 mcg/day.